Event description:
The customer reported that during pre-use check, the ventilator failed fio2 calibration. Fio2 calibration check cal message and cannot calibrate the o2 cell. No pt involvement.

Manufacturer narrative:
Corrected data: office contact section was changed to correct information. Changed to corrected 510k information. Should have been unchecked in initial report.

Manufacturer narrative:
The carefusion field service tech evaluated the ventilator and installed blender and o2 cell. The ventilator operates according to specs.